Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited non sustained right ventricular oversensing episodes due to crosstalk. Programming changes were discussed. No intervention was performed. The patient remained stable throughout the event.